Manufacturer narrative:
This japan cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
The pt was admitted for a procedure in 2008 with a 90%, restenotic lesion in the proximal right coronary artery. The vessel was moderately calcified and slightly tortuous. A percutaneous coronary intervention was conducted to treat restenosis of a previously implanted 2.5 x 18mm s-stent located at the ostium of the right coronary artery. The lesion was pre-dilated and a 2.5 x 23mm cypher stent was delivered to the target lesion, but did not cross. Then, while trying to re-deliver the cypher, several times, the system disengaged. The physician found that the stent had dislodged from the delivery system. After that, the physician confirmed that the dislodged stent was in the lower peripheral and managed to retrieve the dislodged stent from the patient using a snare. Eventually, pre-dilation was conducted and a different cypher was implanted. The procedure was successfully completed.